Event description:
According to the reporter, intra-operatively, the polysorb needle broke, it fell into the patient¿s cavity, an x-ray was done and the broken part was retrieved. A new device was used in order to complete the case. There was no patient injury involved in the event.